Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps/instructions - prior to use, inspect the perclose proglide smc system to ensure that the sterile packaging has not been damaged during shipment. Examine all components prior to use to verify proper function. Exercise care during device handling to reduce the possibility of accidental device breakage. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when unpacking the proglide device, the suture was slightly coming out of the guide of the proglide device. It was assumed that this wouldn't cause an issue and the proglide device was used; however, the device could not be used properly. Arteriotomy closure of the moderately calcified right common femoral artery was attempted using the proglide device via a 7f sheath after a percutaneous coronary intervention. The plunger of the proglide device was depressed and when pulling the plunger out of the body of the device, the suture did not come out. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported needle to cuff miss. The reported loose suture could not be confirmed as the suture was not returned for analysis. Av reviewed the lot history record and there were no manufacturing nonconformities. Further assessment, per site operating procedures, was performed and identified a potential product deficiency related to the manufacture of the device. The root cause of the issue was determined to be method and av implemented corrective actions that were demonstrated to be effective. Av determined that this is not a systemic issue and does not affect a larger population. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the proglide blue suture was slightly exposed and the pre-tied knot were found loose. No additional information was provided.